Event description:
Facility report that two hrs , 15 min. Nto h. Into h.d. Treatment, first use dialyzer had a large blood leak. Unable to return pt blood, estimated 200 cc. Facility dies pt injury, machine rebuilt with new dialyzer, tx resumed without further incident.